Event description:
It was reported that the patient had a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. One (1) hour post procedure the patient was experiencing chest pain. EKG, chest x-ray and a transthoracic echocardiogram (tte) were performed. A small pericardial effusion was noted. No intervention was performed, the patient was continuously monitored. A few hours later a follow-up tte was performed which showed some resolution to the effusion. The patient made a full recovery and was discharged from the hospital.